Event description:
I have switched from tandem tslim to the omnipod5 system. Since doing so, not one dexcom g7 sensor has lasted its entire advertised duration. Many false readings, "brief sensor error", then eventually failing. Receiving sensor issues and then failures, I am going on 5-6 hours with no glucose reading with a pump that bases its algorithm off the glucose readings. I have contacted dexcom and they will not provide any resolution to this problem. They advertise 15 days on the sensor but I am lucky to receive 7 days before having to replace. Never have they asked for the sensor back to review or look into the issue. I feel there is a problem that they are not wanting to address with the dexcom and omnipod5 system. I did not have these issues while on tslim. I had the issues with both g7 10 day and g7 15 day because I was advised by dexcom that going to the 15 day would fix the issue. I am looking for a resolution because I should not have to replace a sensor well before its expiration or advertised time. As dexcom is unwilling to assist, I am hoping the FDA can look in to this and provide some resolution to this issue or force dexcom to look in to the issue and take it seriously. I feel since it is not their health they do not care about the consumer. Feel free to reach out with any additional questions.